Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient lost therapy. In turn, the reason lost and date of event is unknown. As a result, the patient underwent surgical intervention wherein the ipg was explanted.